Event description:
MFR received a report of a caster bending on a patient lift during transport. This allegedly resulted in the patient falling and sustaining a fractured kneecap. Evaluation of the device by the MFR has not been permitted.